Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 489 mg/dl. The customer experienced symptoms such as mouth was dry, felt disoriented, lethargic drinking a whole lot. The customer was treated with manual injection and syringes and pens. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, stained address/serial number label, stained keypad overlay and a stained end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).